Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this compliant is still under investigation.

Event description:
Complainant alleged the while attempting to monitor a pt (age & gender unk) the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.